Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance. It was noted that there was a sharp increase in the pacing impedance when the patient was in a supine position. The audible alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.